Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator to the manufacturer that the patient was at home when the driver shut down without any alarms or warnings. It was reported the battery pack showed to be depleted for one battery and fully charged for the other. The patient hand pumped himself and was switched to his back-up driver. The patient was admitted to the hospital on the same day for set up with a back up loaner driver from the hospital. A back up loaner driver was successfully set up for the patient to take home with him, and then he was discharged on his own back up driver.

Manufacturer narrative:
The device was returned to the manufacturer and evaluated. A review of the device log file confirmed the pump stopping on the patient and it alarmed as intended for low pressure. Initially, during functional testing, the driver functioned properly and did not generate any alarms; however, shortly after, the driver shut off and turned back on, confirming the reported event. Further inspection revealed the issue was isolated to the compressor. The compressor was tested per the manufacturer's operating procedure and it did not function properly. The fault was isolated to the installed compressor's motor. Its negative lead brush wire was found to be broken causing the motor to stop. This would have consequently caused the driver/compressor to stop. It is unk what specifically caused the brush wire to break, but based on the condition of the motor, it is believed the part reached the end of its life. A review of the device history records revealed the device met all applicable specifications upon shipment. The manufacturer has opened a corrective action to further investigate the root cause of compressor motor issues. No further information is available. The manufacturer is closing its file on this event.